Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection of the device showed the instrument seal not present. The only observed anomalies were dull iui connectors and a 3rd party sear. Analysis of the pcu event log shows that the pump module was infusing fentanyl weight based dosing 1000mcg in 100ml at a rate of 13.3ml/hr (dose=1.5mcg/kg/hr). At 8:40 pm on 07 november 2018, the user changed the vtbi to 70ml. At 9:01 pm, the user paused the infusion. At 9:06 pm, the user programmed a delay for 30 minutes. At 9:36 pm, the device alarmed for callback before infusion. The user then programmed another delay for 90 minutes. At 11:06 pm, the device alarmed for callback before infusion. The user then programmed another delay for 120 minutes. At 11:48, the device alarmed for check IV set and 11 seconds later the device was removed. The volume recorded as being infused during this period was 4.679ml. Functional testing performed found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that a new bag of fentanyl was hung after changing the IV tubing and it was noticed after about 1 hour that the bag was empty. The pump was verified to be programmed correctly at 1.5 mcg/kg/hr. The patient experienced a drop in blood pressure as a result.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a new bag of fentanyl was hung after changing the IV tubing and it was noticed after about 1 hour that the bag was empty. The pump was verified to be programmed correctly at 1.5 mcg/kg/hr. The patient experienced a slight drop in blood pressure as a result.